Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recx2838 showed one other similar product complaint(s) from this lot number. Device not returned for evaluation.

Event description:
It was reported that when removed, the catheter was ruptured. No other information was provided.